Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, after firing the device, the surgeon found that there were incomplete staple line. To resolve the issue, the anastomosis was re-do the surgeon re-resected and re-stapled the tissue, resulting to extended operation time for more than 30 minutes.

Event description:
According to the reporter, during laparoscopic colectomy procedure, after firing the device, the surgeon found that there were incomplete staple line. To resolve the issue, the anastomosis was re-do the surgeon re-resected and re-stapled the tissue, resulting to extended operation time for more than 30 minutes, and patient having permanent colostomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade and a cross cutting staple line mark was also observed in the mylar cutting ring. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage and a cross cutting staple line mark may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, after firing the device, the surgeon found that there were incomplete staple line and the anvil was bent. To resolve the issue, the anastomosis was re-do the surgeon re-resected and re-stapled the tissue, resulting to extended operation time for more than 30 minutes, and patient having permanent colostomy.